Event description:
(B)(4). Extremely heavy bleeding and clotting for 2 days before I was seen in the ER. Have been suffering with migraines (almost daily), pain in my hip and knee joints, extreme nausea sometimes lasting for days, and mood swings.